Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that about a year prior to the report, the patient noticed she had pain going down her right leg and she was no longer getting stimulation to the right area. A rep was going to reach out to the patient for programming. Additional information was reported that the cause of the stimulation being in the incorrect location has not been determined yet. The patient and the rep are still waiting to get an appointment from her doctor. Nothing has been done yet. Additional information was received from the rep. It was reported that patient no longer felt stimulation and therefore was not receiving any pain relief. She has been experiencing this for almost 6 months but couldn't pinpoint a date/time. An impedance test was performed. It revealed that electrodes 0, 2, 3, and 6 were measuring 10000 ohms. Rep was able to program around these electrodes but with these electrodes out it will be difficult to reprogram on this lead in the future. The issue was resolved.